Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician finding of no alarm¿ the unit was triaged and the condition was confirmed. It was noted that there were bent pins lifted from the operational amplifiers on the main pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/2/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found that the unit had no alarm.